Event description:
It was reported that the user experienced recurrent nighttime low glucose events while using the ilet bionic pancreas, with one documented hypoglycemic episode to 57 mg/dl treated with oral glucose; the user reported feeling symptomatic in the upper 70s and frequently treating, and troubleshooting and education were provided regarding appropriate correction to avoid overcorrection and resultant glycemic variability. Symptoms included shakiness. Outcomes included the need for oral glucose and self-management without medical intervention or hospitalization. Investigation included customer interview, device data review, and troubleshooting with education. Investigation of this case revealed inconsistent correlation between reported symptoms and device-reported hypoglycemia, with user-initiated early treatment and probable overtreatment contributing to glucose fluctuations. It was concluded that the event represented hypoglycemia with cause unclear and user-related factors likely contributing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.